Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads is "loose" which may be causing failed transmissions. The implantable pulse generator (ipg) and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.